Event description:
The customer reported that when the ventilator was turned on the display is blank and keeps alarming. The customer reported the unit was not in use on a patient. The manufacturers service technician could not duplicate the reported issue, but replaced the power management board as a precaution.